Manufacturer narrative:
Study event. The device remains in the pt. The lot number was provided. There were no non-conformities associated with this lot number. Vessel perforation may occur during this type of procedure and as listed in the device instructions for use, vessel perforation is a known possible adverse event associated with the use of carotid stents.

Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure. Symptoms/ae: perforation, extravasation of contrast dye. It was reported that during a stenting procedure of a heavily calcified right internal carotid artery, following post dilatation with a non abbott device, a leak of contrast dye was noted outside the vessel wall at the stent site. It was felt to be related to the increase in the pt's blood pressure and the balloon inflation. The leak resolved once the blood pressure was treated with nitro drip. Additionally, the pt experienced some discomfort in the side of the face, and the right ear at the time of extravasation. This discomfort in the side of the face and right ear resolved when the blood pressure was lowered. The pt was discharged to home the next day. Though requested, no add'l info was provided.